Event description:
Despite filling tubing with 16.4 units of insulin, the customer received a message indicating a minimum of 50 units were required to proceed. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not returned for eval. Should new relevant info become available a supplemental report will be submitted.